Manufacturer narrative:
The decision was made to explant the device due to the presence a cholesteatoma. The cholesteatoma was not device related. The recipient was re-implanted with another advanced bionics cochlear device. The device was reportedly discarded and will not be returned to the company for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was activation and is progressing well. A review of the device history record was completed and noted rework on the welds. This is not believed to be related to the adverse event. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted due to recurrent infections. A reimplantation is scheduled. Advanced bionics is in the process of gathering further information. Once more information is received a supplemental report will be submitted.